Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely calcified coronary artery. A 2.75x28 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was pushed forcefully but still could not cross the lesion and was lifted. The procedure was completed with a different sized stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the center stent struts were stretched, pulled and distorted. Stent struts at the distal end were overlapping and bunched and pulled over the distal markerband. The stent struts at the proximal part of the stent were not damaged. The od (outer diameter) was measured and is within the maximum crimped stent profile specification. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a several hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely calcified coronary artery. A 2.75x28 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was pushed forcefully but still could not cross the lesion and was lifted. The procedure was completed with a different sized stent. No patient complications were reported and the patient's status was good.